Manufacturer narrative:
Product complaint #: (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screwdriver tip broke while inserting a screw. Screw had to be removed and be replaced by a new one. Fragment of screwdriver was in the screw. Screw with fragment was removed and replaced with new screw. Procedure was successfully completed with a 10-minute surgical delay. This complaint involves one (1) device. This complaint is for one (1) viper universal poly driver. This report is 1 of 1 for (B)(4).